Event description:
The customer reported one patient sample tube broke inside the centrifuge involving automate system. The customer had on personal protective equipment (ppe) and cleaned up the sample inside the centrifuge. The customer stated the inlet drawer to the instrument was difficult to close. There was no report of injury or adverse effect associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) adjusted inlet drawer covers; the drawer closes normally. The fse inspected and cleaned all centrifuge adapters. One adapter appeared to be tight for tubes. The fse ordered parts and performed instrument modification. The fse replaced the centrifuge buckets, rotor, and pins. The fse completed processing test tubes without errors or broken tubes. The fse verified repair per the established procedures. The instrument conformed to the manufacturer's published performance specifications. Bucket, rotor. All related medwatch reports: 2050012-2012-00264; 2050012-2012-00271; 2050012-2012-00272; 2050012-2012-00273; 2050012-2012-00274. (B)(4).